Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to atrial fibrillation (af). Atrial undersensing and diminished sensing was noted on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.